Event description:
It was reported that the extensor mechanism ruptured. Tibial component is loose. Infection was noted during the revision surgery and all listed components were explanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplement report. Catalog numbers and lot codes of other devices listed in this report: cat # 6481-3-210 lot# lcl666 description: mrhk tib ins 10mm xs/s s1/s2. Cat# 6495-2-020 lot# sx9fr description: gmrs dist fem comp sml r 65mm. Cat# 6485-3-013 lot# 98609b description: mrs 13mm x 127mm femoral stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.